Event description:
The customer initially called to report motor error alarms during normal insulin delivery. The customer then stated that she was treated in the ER for low blood glucose. No blood glucose reading was reported for the event. The customer changed the infusion set two days prior to the event and she was not connected to the infusion set during the prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and prime tests. Found several no delivery and motor error alarms in the alarm history. Advised the customer that the insulin pump passed the tests, but that it should be replaced due to the frequency of the motor error alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.